Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had curse complicated by right ventricular (rv) failure requiring right ventricular assist device (rvad) and inotropic support. The patient was discharged off inotropes after an index admission of 4 months. Additional information was received that before the left ventricular assist device (lvad) implant, the patient had moderately dilated rv with adequate systolic function, moderate tricuspid regurgitation, and moderate pulmonary hypertension. The lvad implant in presence of mitral clip with severe ischemic central mitral regurgitation exacerbated the rv failure with surgical complication and potential tenuous interaction between lvad and mitral clip. The patient had an intra operative instability and despite inotropic support, they were not able to be weaned from bypass.

Manufacturer narrative:
The patient was readmitted in another hospital (related MFR#: 2916596-2022-12120). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple requests for additional information regarding the ¿potential tenuous interaction between lvad and mitral clip¿ were submitted to the account; however, no response has been received at this time. The patient ultimately expired on (B)(6) 2022 due to acute decompensated heart failure/right ventricular failure (refer to MFR: 2916596-2022-11868). (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04oct2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ warns that moderate to severe aortic insufficiency must be corrected at time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.